Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2015 device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2015 with the following findings: on investigation, the alleged cloudy display issue was not duplicated. The pump powered up to the verify screen that was clear and legible. The display was not cloudy. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue with no moisture or corrosion in the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.